Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic lower anterior resection, while at the colon, the device was able to fire but there was poor staple formation and the staple line was incompletely distally. The jaws of the device locked on tissue also. To resolve the issue, the instrument was removed by opening the jaw, and a new product was used to complete the procedure. The surgical time was extended for 3 hours. There was no patient injury.